Event description:
It was reported to kendall/tyco healthcare in 2006 that a patient had a problem with the mahurkar triple lumen dialysis catheter. The customer alleges that "the area of which the two tubes connect separated. The procedure had to be redone to install a new tube, no patient injury noted."